Manufacturer narrative:
Final analysis found burned marks on the circuit board. The damage sustained may have resulted in power up anomaly.

Event description:
It was reported that a power storm had damaged the merlin.net transmitter. The device would not power up. The device was returned and exchanged.